Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) to treat the patient. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). An additional file was submitted to represent the bard/davol ventralex hernia patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch and an unspecified bard/davol ventralex hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress sustained by the patient and also alleges the device is defective.